Event description:
It was reported that, a 980 ventilator failed the power on self-test (post) and generated an inoperable error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device. The se replaced the battery, updated software and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; however, the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.